Event description:
It was reported that the patient was presented to the emergency room due to the lead being close to the nerve. It was also reported that the device was adjusted. The patient returned home and continued getting mild misfires and malfunctions. Field personnel confirmed the patient was feeling diaphragmatic stimulation. The left ventricular output was reduced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.